Manufacturer narrative:
The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us the device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily calcified, mildly tortuous, 80% stenosed lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely caused the reported difficult to remove, ultimately contributing to the reported material deformation (elongated stent). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (dlad) artery with 80% stenosis, heavy calcification and mild tortuosity. Pre-dilatation was performed with a semi-compliant balloon. The 2.5x33mm xience proa stent delivery system (sds) failed to cross due to the anatomy. Upon removal, the sds was entrapped due to the calcium resulting in the distal portion of the stent to be elongated. The sds was completely removed from the guiding catheter independently. Another 2.5x28mm xience proa stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.